Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. Visual inspection revealed that the interconnect flex failed tail thickness specification. Bench analysis revealed that all low battery electrical tests met specifications. Conclusion: could not confirm the intermittent failure seen during repair of the device. The flex did fail mechanical specification for tail thickness.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).